Event description:
It was reported that due to the patients anatomy, three different atrial leads were unable to maintain position. No atrial lead was placed in the patient and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood on helix. The full lead was returned and analyzed. (B)(4) no anomalies found. The full lead was returned and analyzed.